Event description:
It was reported that the health care provider (hcp) attempted to aspirate the catheter intraoperatively and was only able to pull back approximately 0.1 milliliters total. The hcp reportedly tried to ¿aspirate at the end of the sutureless connector, hooked up to the pump and used catheter access port needle.¿ it was reported a back table pump prime was performed and that the hcp planned to look into a dye study at a later date. It was noted the patient status at the time of the reporter was ¿alive ¿ no injury/no adverse event¿ and no patient symptoms or injuries were reported related to the event. The device system was used to deliver dilaudid.

Event description:
Additional information received reported that during the replacement of a pump for end of life and a revision to a sutureless catheter, limited ability to aspirate was noted. It was suspected that it was possibly related to high concentrations of intrathecal medications. A catheter dye study was pending and was discussed. There was no injury or hospitalization.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).